Event description:
The customer reported that they had blood glucose levels of 20mg/dl. The customer treated with a glucagon shot. The customer also stated that they believe that their insulin pump is not delivering insulin. Customer's blood glucose level at the time 150mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.